Event description:
When the nurse went to discontinue the IV, the pink hub was missing from the white plastic catheter tip. An x-ray showed that the catheter was in the arm. The tip could not be removed by surgery.